Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal port had a malfunction and had a damaged part. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The seal was analyzed and found to have separated from the lower housing at the weld. The entire luer was missing. There were no pieces left behind. The luer fitting was not returned with the seal. The root cause of this failure is attributed to manufacturing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during various handling points, including installation or use.